Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a blood glucose reading of 500 mg/dl. Customer was having problems using the quick set. Customer thought she had gotten it right but her blood glucose was going up. Customer treated with 6.0 units from the insulin pump. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that the time and date were off by a few minutes, but the customer does not want to change it now. Customer removed the set from the body and stated that the cannula was bent. Customer was assisted with putting on a new set. Customer tested again and her blood glucose was 460 mg/dl. Customer was advised to monitor her blood glucose.